Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿driveline extension cable; driveline extension cable / (B)(4) / model #: 100 / expiration date: 2018-08-31, UDI #: asku, return date: 2018-04-04, device evaluation anticipated, but not yet begun, mfg date: 2017-08-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant of the ventricular assist device (vad) the patient was transported to the intensive care unit (ICU) and the controller alarmed with a controller fault alarm and an electrical fault alarm. This resulted in a pump stop and the patient went into cardiac arrest. The driveline extension cable was still in use. The controller was exchanged and the pump restarted. No further medical intervention was required. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information, investigation completion, and correction. Correction b5: event description was corrected to include a statement regarding the disposition of the ventricular assist device (vad). Correction h10: section h10 was corrected to include device and code information for the vad associated with the event. Additional information was received regarding the recall number. Product event summary: the pump was not returned for evaluation. The controller and driveline extension cable were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and driveline extension cable revealed that the devices passed visual inspection and functional testing. The driveline extension cable was able to connect properly at both ends with no electrical fault alarms logged. The reported event was confirmed via review of log files which revealed electrical fault alarm, high watt alarm , and vad stopped alarms logged on (B)(6) 2018. An electrical fault alarm was logged on (B)(6) 2018 at 11:59:44 due to an open phase on the front stator. This caused the pump to run on a single stator and likely triggered the subsequent high watt alarm due to the increased power consumption required to run on a single stator. This was followed by a vad stopped alarm at 11:59:55 due to vad minimum speed failure. Additionally, a vad stopped alarm was logged at 12:00:46 due to a failure of the pump to restart on single stator after several attempts. Log files also revealed 5 low flow alarms were recorded since (B)(6) 2018. This is an additional finding unrelated to the reported event. Based on the risk documentation, possible root causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. As per the instructions for use, the driveline extension cable should only be used during the pre-implant wet test. It should not be connected when the vad is running. Based on the available information, possible root cause of the reported event may be attributed but not limited to a marginal connection between the driveline extension cable and the controller and/or driveline cable. The most likely root cause of the remaining vad stopped alarm can be attributed to failure of the pump to restart after several attempts. CAPA pr00502194 is investigating pump failures to restart. Additional products: d1: heartware ventricular assist system ¿ driveline extension cable d4: lot #: 1335551. H6: patient ime code(s): e0602. H6: imf code(s): f1203, f0801. H6: FDA conclusion code(s): d11, d12. D1: heartware ventricular assist system ¿ pump. D4: model #: 1104 / catalog #: 1104. Expiration date: 30-sep-2019. Serial #: (B)(6). UDI #: (B)(4). D6a: implanted date: (B)(6) 2018. D9: no. H3: yes. H4: mfg date: 30-sep-2017. H5: yes. H6: patient ime code(s): e0602. H6: imf code(s): f1203, f0801. H6: FDA device code(s): a141204. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c04, c19. H6: FDA conclusion code(s): d10, d12, d15. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted as a new internal investigation has been assigned to this event. Also, updated section h6. Section h6 update for additional device: serial# (B)(6) h6:FDA img code: g04105 h6:FDA result code(s):c21 h6:FDA conclusion code(s): d16 lot# 1335551 h6: img code(s):g02004 the ventricular assist device (vad) (B)(6) is not in scope of CAPA pr00502194. CAPA pr00532915 was initiated to investigate pump failures to restart outside the subpopulation of CAPA pr00502194. Investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller (con301557) and driveline extension cable (lot no.1335551) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and driveline extension cable revealed that the devices passed visual inspection and functional testing. The driveline extension cable was able to connect properly at both ends with no electrical fault alarms logged. The reported event was confirmed via review of log files which revealed electrical fault alarm, high watt alarm, and vad stopped alarms logged on (B)(6) 2018. An electrical fault alarm was logged on (B)(6) 2018 at 11:59:44 due to an open phase on the front stator. This caused the pump to run on a single stator and likely triggered the subsequent high watt alarm due to the increased power consumption required to run on a single stator. This was followed by a vad stopped alarm at 11:59:55 due to vad minimum speed failure. Additionally, a vad stopped alarm was logged at 12:00:46 due to a failure of the pump to restart on single stator after several attempts. Log files also revealed 5 low flow alarms were recorded since (B)(6) 2018. This is an additional finding unrelated to the reported event. Based on the risk documentation, possible root causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. As per the instructions for use, the driveline extension cable should only be used during the pre-implant wet test. It should not be connected when the vad is running. Based on the available information, possible root cause of the reported event may be attributed but not limited to a marginal connection between the driveline extension cable and the controller and/or driveline cable. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. Investigated failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Driveline extension cable 1335551, expiration date: 2018-08-31, UDI #: (B)(4), device evaluated by MFR: yes, mfg date: 2017-08-31, labeled for single use: no, FDA method code(s): 10, 4112, FDA results code(s): 213, FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.